Event description:
(B)(4) clinical study. It was reported post a stenting treatment procedure the patient expired. (B)(6) 2011, the patient presented with stable angina and was diagnosed with a myocardial infarction and was referred for cardiac catheterization. A 100% totally occluded and 10mm long de novo target lesion with a reference vessel diameter of 2.25mm was located in the 1st obtuse marginal artery. The target lesion was treated with pre-dilation and placement of a 2.25x16mm promus element stent, resulting in 0% residual stenosis. Additionally, a non target lesion located in the distal left anterior descending artery was treated with balloon angioplasty. Two days later the patient was discharged on aspirin and clopdogrel. (B)(6) 2013, the patient expired of heart failure with generalized edema, per the physician the death is not related to the study stent.

Manufacturer narrative:
Device is combination product. (B)(6). Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).